Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ebelt - cannot run detect and treat testing) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged belt.

Event description:
A (B)(6) distributor contacted zoll to reported an electroded belt cannot run and detect and treat testing.